Event description:
Pt found to have a thrombus in the inflow stator during a ramp echo. Which lead is worsening rv and wide open tr. Cardiac shock on max pressors. Intubated for resp fail. Family withdrew care.